Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient has been having bowel incontinence since (B)(6) 2017 which was clarified to mean the last couple of days. At the time of the call the patient did not feel stimulation and therapy was confirmed to be turned on. The patient reported a fall that could be associated with the change in therapy. The caller reported that the patient fell 2 weeks prior to the call and broke two of their ribs. The patient was advised to consult their healthcare provider (hcp) about their fall. The patient confirmed that therapy was helping them and symptom relief was greater than 50%. The patient was going to increase stimulation to 4.3 on program 2. The patient was advised to follow-up with their hcp if their symptoms did not resolve. At the end of the call the patient reported that the bowel incontinence started in the past couple of days and then stated that they had one accident 2 weeks ago. When the patient was asked for clarification the patient seemed to become more confused. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.